Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant there was placement difficulty with the right atrial (ra) lead as a result of patient anatomy. The atrial lead would not fixate, multiple attempts were made, the lead was removed and screw was examined but the lead would still not fixate. The physician used another lead to complete the implant procedure. No patient complications have been reported as a result of this event.